Manufacturer narrative:
B3 date of event: date estimated as (B)(6) 2025 as the event was reported to have occurred 45 days after implant date of (B)(6) 2025. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036280301. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift and did not seal (medication required). Risk review a risk review was completed and confirmed that the events of implant movement/shift and did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient called into the watchman patient call center and reported that at the 45 day follow up transesophageal echocardiography (tee), imaging revealed that closure device had moved and had a >2mm leak. The patient reported that his physician informed him it was not a problem, and that it would be monitored at the next follow up. The patient remains on warfarin medication.

Manufacturer narrative:
B3 date of event: date estimated as (B)(6) 2025 as the event was reported to have occurred 45 days after implant date of (B)(6) 2025.

Event description:
Reported via patient call center. It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient called into the watchman patient call center and reported that at the 45 day follow up transesophageal echocardiography (tee), imaging revealed that closure device had moved and had a >2mm leak. The patient reported that his physician informed him it was not a problem, and that it would be monitored at the next follow up. The patient remains on warfarin medication.